Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device had a lower coagulation output on monopolar port 1 and 2. They used another unit to complete the procedure. There was no patient injury. There was an employee injury with 1 1st degree burn on her left hand finger tip and did not seek for medical care.